Manufacturer narrative:
Device not returned for evaluation as yet.

Event description:
It was reported via the sales rep that the bur subject to this MDR broke during a minimally invasive posterior transforaminal lumbar interbody fusion surgery. It was further reported, the broken pieces fell into the surgical site, but were removed successfully using suction. An x-ray was taken to confirm that no broken pieces remain behind in the body. The procedure was completed successfully.